Event description:
It was reported that: "physician dissected m1. M1 takeoff was tortuous and the case was challenging. Originally reported (B)(6) 2024 in lmr form and management report in iphone notes. The physician did not use a guidewire with carrier. He confirmed that he is not sure it was the carrier that dissected the m1, as many other systems were used in the case including a separate guidewire & microcatheter system and a stent retriever. Physician mentioned he would consider using a wire next time with difficult anatomy." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240300255 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.